Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a low blood glucose of 46-47 mg/dl. Customer's blood glucose was 41 mg/dl this morning. Customer's current blood glucose was 400 mg/dl at noon time. Customer treated with food and glucose tablets. Customer reported that the high blood glucose today may have been due to overcompensation on his part to correct his blood sugar. Customer stated that adjustments were made to the pump and so far dinner has been decent. Customer mentioned that before, there were times where their blood glucose dropped low. Customer was advised to monitor the issue and to contact their health care professional.